Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). (B)(4) rev 13 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to CAPA: 005781. Further investigation to be carried out.

Event description:
Nt821731c - off" portion of stopcock broke off. No injuries.